Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was experiencing extreme pocket discomfort. Hence, the device was explanted and replaced with new device. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Laboratory observations found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. The allegation against the device was not confirmed.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was experiencing extreme pocket discomfort. Hence, the device was explanted and replaced with new device. No additional adverse patient effects were reported.